Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The device remains implanted. Therefore, direct product analysis was not possible. Manufacturer report 2017233-2018-00783 for second gore® viabahn® vbx balloon expandable endoprosthesis; (lot number 18661598; UDI (B)(4)) was implanted in same procedure.

Event description:
The following was reported to gore: on (B)(6) 2018, two gore® viabahn® vbx balloon expandable endoprostheses were implanted for treatment of in-stent restenosis in both iliac arteries. As reported, the arteries had previously implanted smart stents. On (B)(6) 2018, angiography revealed compression for both vbx devices. Axillofemoral bypass procedure was performed to re-establish blood flow to the lower extremities. The patient tolerated the procedure. It was reported that the patient¿s stooped posture was the reason the vbx devices were compressed.